Event description:
It was reported that a patient experienced a fall in the shower approximately two weeks prior, after which an issue with stimulation was noticed. High impedance was observed on electrode 2 and electrode 3, each measuring 40,000. "Out of regulation (oor)" or "settings not available" was seen. The patient was unable to increase stimulation when needed. The issue was ongoing and not resolved at the time of reporting. Reprogramming was performed around the high impedance electrodes. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.